Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. (Product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included multigravida, asthma, parity 3, pneumonia, tonsillectomy, breast reduction, heavy periods, painful periods, menometrorrhagia, vaginal bleeding and stress urinary incontinence. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: right: 5 coils viewed, left: 3 coils discrepancy noted for date of insertion: (B)(6) 2006 (as per mr) discrepancy noted for date of removal: (B)(6) 2019 (as per mr) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-jan-2021: mr received. Reporter information, medical history added. Event: endometrial ablation performed on the same day of essure insertion added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), migraine ("migraines"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, dysmenorrhoea, fatigue and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.